Event description:
A malfunction alarm occurred in the pump, specifically displaying malf 24, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.